Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report #(B)(4). We are waiting that the customer provides us the sample for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): catheter detached the catheter came off at the ward.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report#: (B)(4). Received one catheter and connector, connected to each other. The cover of the connector is securely locked. Catheter was cut out at intermediate position. 1. Visual inspection: catheter cutting position is 568mm from tip. There is extended portion near the tip. (Marking length is extended). Catheter is crushed at position of 409mm from tip. There is no abnormality found on catheter connector. 2. Dimension check: outer diameter of catheter at the tip was 0.8499mm, satisfying spec of 0.80-0.88mm. 3. Functional test: tensile test of catheter connector with unused catheter was conducted, and tensile strength proved to be 9.5n, which satisfies spec of 5.5n. Connection of catheter was secure. It can be inserted up to target depth, and cover is securely locked. The insertion depth satisfies the target specified in document attached to the product. Although the device met specifications, the product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. The batch record could not be reviewed since the lot number is not known. Notes: 1. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 2. B. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.